Manufacturer narrative:
The investigation into purge leak ¿ pump has been completed. No product was returned for analysis. Insufficient data logs were provided. Data logs provided ended on 10/04 while occurrence date was 10/8. The root cause of the purge leak - pump was not determined as no product or images were returned g1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21635.

Event description:
The complainant reported the patient was on impella cp support due to acute decompensation. It was reported that the purge reservoir and filter sidearm cracked. Several hours went by and air in purge system alarm occurred. Bypass was successfully completed and the purge flow returned within normal range. At the end of support, the pump was successfully weaned and the patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿